Event description:
I ordered the hip chair from mdmaxx. It is the graham field everyday hip chair with adjustable footrest. The chair has no depth to it. It is advertised as a special chair for adults with hip surgery. This chair is for a child. My husband is 83 and had 2 emergency hip surgeries. He is 5'10". His knees would jut all the way out which could have caused a terrible fall and tumble from the chair. In addition his hips would be at a terrible angle which would dislocate the hip again or break it. The depth of this chair is barely 15". Any chair should be 18" plus. Thankfully I sat in the chair and my knee jutted way out and I almost fell over and I am 5'5". If my husband would have sat in this chair he would have most likely killed himself. In addition the footrest is all the back so that the knees would have to bend backwards. A very dangerous chair. I a man: (B)(6) should be investigated for selling this. FDA safety report ID# (B)(4).